Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. The pump was able to be charged successfully with an alternate wall adapter. Blood glucose level was not impacted.